Manufacturer narrative:
The viper2 peek rod was returned in two sections with ¾ inch section secured to the polyaxial screw (see mfg medwatch report no. 1526439-2013-22289) with a set screw. Review of the device history record acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Fracture analysis of the rod revealed deformation of material indicative of the rod rubbing against the pedicle screw head post fracture. The root cause is undetermined. However, according to operative notes, the patient felt a pop in the lower back during a flexion-type motion. Also, if there was a nonunion, this may have contributed to the reported hardware failure. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that an expedium polyaxial screw and a peek rod broke post operatively. See mfg medwatch report number 1526439-2013-22289 for the expedium polyaxial screw that was involved in this event.